Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips fell out of the device; none fell into the patient. Then the nose of the device went off-center and the clips twisted. A second device was used with the same results. The surgeon was able to remove all of the twisted clips from the patient. The case was completed with a non-disposable clip applier. Due to this issue the or time was increased by twenty minutes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firings of the device did this event occur on? The first one misfired on 1,2,4,5 and then we stopped and got a new one and it misfired on 1,2,3. What vessel or structure was the device fired on at the time of the event? It was in the cystic duct and the cystic artrey. Was the clip fully advanced into the jaws prior to firing? The clip was fully in the jaws but when you go to squeeze it the top of the clip pushed out and caused the clip to twist and not make a good seal. On the first clip applier the clip fell out on the 3rd clip. Were there any feeding issues experienced with the device? When I first loaded the clip it appeared to fit good and tight. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? None. Were any unexpected noises heard? If so, when? No noise or grinding. Was the device fired after this incident in or out of the patient? Yes, by the surgical tech. The top of the clip was being pushed out of the clip and causing the clip to twist. Did somebody other than the primary surgeon fire the instrument? If so, whom? The surgical tech. Did twisted clips cut structure? Did bleeding or leakage occur when structure was cut? How was cut tissue repaired? Please quantify amount of bleeding that occurred. No cut or torn tissue happened this time. Did cut structure result in change of procedure or alteration in post-op patient care? No.